Event description:
Information received by medtronic indicated that the insulin pump had low battery alarm. Customer was assisted with troubleshooting. Customer was calling back after after previously completing low battery troubleshooting. No harm requiring medical intervention was reported. Troubleshooting was performed. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement test, active current test, sleep current test and self-test. No low battery alarm noted during testing. Successfully downloaded history files and traces using thump. The pump was monitored for several hours, and no pump error 25 alarm noted during the testing. Power management graph was successfully generated. The pump trace download analysis confirmed the pump alarmed pump error 25. No low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. However, pump error 25 alarm was recorded and found in the formatted history file on: 09/02/2022 09:00:00.000 to 09/02/2022 17:00:00.0. The power management tool confirmed pump error 25 alarm was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6/pcb1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, battery tube threads - cracked and cracked case-corner of belt clip rails. Pump error 25 alarm was confirmed. Pump error 25 alarm due to connector resistance issue on j6/pcb1. Charge/battery lasts less than expected not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.